Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high capture thresholds and high pacing impedance. Fluoroscopy revealed the right ventricular lead had perforated the right ventricular free wall. The right ventricular lead was capped and replaced on (B)(6) 2022. There were no patient consequences.